Event description:
It was reported that a pericardial effusion and pneumothorax occurred. During an ablation procedure for atrial tachycardia (at), they first performed a map of the left atrium (la) with an intellamap orion catheter. Earliest activation was under the right superior pulmonary vein (rspv), no clear qs. They mapped the right atrium (ra) and a clear focus was seen on the junction between the superior vena cava (svc) and ra. They then ablated with an intellanav mifi open-irrigated ablation catheter at 30 watts and tachycardia stopped after 20 seconds. Two more short burns were performed. Induction of tachycardia was not possible. A new map of the ra was done in sinus rhythm and further induction was attempted without success. The procedure was ended and the catheters and sheaths were removed. Shortly after that, a blood pressure drop was observed. The patient was in sinus rhythm 110 bpm. The anesthesiologist performed cpi. With transesophageal echocardiography (tte) fluid was observed in the pericardium. The electrophysiologist performed a pericard puncture, but punctured the lung during the attempt. The situation got worse and a thorax drain was placed by the cardiac surgeon. The patient was stabilized after that and transferred to the intensive care unit (ICU). Later that day, while the patient was in the ICU, a new attempt to aspirate fluid from the epicardial space was done with success. The patient's blood pressure then returned to normal. It was unclear if any of the catheters contributed to the event. There was no problem during mapping and ablation. The cause could be related to transseptal puncture. There was never during the procedure a notification about resistance while manipulating the catheters.

Manufacturer narrative:
The device was returned for analysis. The distal end has a slight curve to the left after the steering knob was returned to neutral. Dried body fluid was found on the handle, main shaft, and distal end. Dried saline was found on the distal end and inside several irrigation ports. The tip motion was evaluated against a curve template. The right and left curves reached the specified template area. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. While manipulating the shaft, continuity checks revealed no electrical shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Lcr test was performed and the magnetic sensor measured within specifications. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a pericardial effusion and pneumothorax occurred. During an ablation procedure for atrial tachycardia (at), they first performed a map of the left atrium (la) with an intellamap orion catheter. Earliest activation was under the right superior pulmonary vein (rspv), no clear qs. They mapped the right atrium (ra) and a clear focus was seen on the junction between the superior vena cava (svc) and ra. They then ablated with an intellanav mifi open-irrigated ablation catheter at 30 watts and tachycardia stopped after 20 seconds. Two more short burns were performed. Induction of tachycardia was not possible. A new map of the ra was done in sinus rhythm and further induction was attempted without success. The procedure was ended and the catheters and sheaths were removed. Shortly after that, a blood pressure drop was observed. The patient was in sinus rhythm 110 bpm. The anesthesiologist performed cpi. With transesophageal echocardiography (tte) fluid was observed in the pericardium. The electrophysiologist performed a pericard puncture, but punctured the lung during the attempt. The situation got worse and a thorax drain was placed by the cardiac surgeon. The patient was stabilized after that and transferred to the intensive care unit (ICU). Later that day, while the patient was in the ICU, a new attempt to aspirate fluid from the epicardial space was done with success. The patient's blood pressure then returned to normal. It was unclear if any of the catheters contributed to the event. There was no problem during mapping and ablation. The cause could be related to transseptal puncture. There was never during the procedure a notification about resistance while manipulating the catheters.